Event description:
It was reported that multiple occlusion alarms occurred. The customer declined to complete the system check, so the cause of the occlusion alarms is unknown. Customer continued to use pump for insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.